Event description:
Boston scientific received information that this right ventricular lead was exhibiting elevated thresholds one day post implant due to dislodgement. The patient stated that she got tangled up in the blanket in the middle of the night and was thrashing around and moving her arms as she was having a bit of a nightmare. The patient is not pacemaker dependent and there were not adverse patient effects. A revision procedure was performed and the lead was repositioned without further incident. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.